Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed but the exact cause remains unknown. One photo sample and one video of a 4 fr groshong nxt catheter was provided for evaluation. The photo sample showed the proximal end of the catheter with the stylet flushing hub present. A sharp bend in the proximal end of the stylet within the catheter was noted. The video sample showed the catheter being infused with fluid and was observed to leak at the bent region. Based on the information provided, the catheter appears to have been damaged by the bent stylet; however, the exact cause of the bent stylet could not determined. A review of the manufacturing records did not reveal evidence to suggest a manufacturing related root cause. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when conducting puncture in the afternoon, (B)(6) 2023, the nurse opened the package of the PICC product and inspected the catheter for integrity, finding that the stylet had been bent. When pre-flushing the catheter, the nurse found that the bent guide wire had scratched the catheter, making the product unusable. A new catheter was then used and no injury was caused to the patient.

Event description:
It was reported that when conducting puncture in the afternoon, (B)(6)2023, the nurse opened the package of the PICC product and inspected the catheter for integrity, finding that the stylet had been bent. When pre-flushing the catheter, the nurse found that the bent guide wire had scratched the catheter, making the product unusable. A new catheter was then used and no injury was caused to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.